Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced pain and developed an infection at the pod¿s insertion site while wearing the device for about a day at the infusion site (left arm). The pod was removed and the next day the patient went to urgent care and diagnosed with a staff infection. The patient was treated with a shot and was prescribed 300 mg of clindamycin (1 tablet to be taken 3 times daily for 10 days). A new pod was activated.